Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The pt received her scs system on (B)(6) 2008. It was reported that the ipg was not comfortable for the pt and that it was not working properly. The ipg was replaced on (B)(6) 2009 with a smaller model ipg. Follow up on the pt found that no further issues have been reported. The explanted ipg was returned to ans for evaluation. No further info is available.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter found with eeprom failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.